Manufacturer narrative:
Gas loss in iab circuit: a gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction response: system vents and iab deflates; alarms occur in all modes. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Contraindications: severe aortic insufficiency, aneurysm, advanced calcific disease, obesity/groin scarring (avoid sheath less insertion). Risk & labeling: failure mode (not pressing fill key) documented in ufmea; IFU provides corrective steps. Current status: no device malfunction; no CAPA/escalation needed; risk within profile.

Event description:
The complaint was received through a direct call from the customer to the emergency support program. No harm or injury to the patient was reported. David, rn in the cath lab, reported a gas gain alarm on cardiosave intra-aortic balloon pump (iabp) that resolved after changing the pump. No blood or discoloration was observed in the helium tubing. Proper troubleshooting steps were reviewed, including inspection of the helium tubing, holding the iab fill key for 2¿3 seconds, restarting the pump, and reassessing the tubing. The nature of the alarm and possible clinical causes, including patient movement at the time of the event, were discussed. An explanation was provided as to why replacing the pump resolved the alarm. Follow-up contact was recommended if the alarm recurs multiple times despite proper troubleshooting.